Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and was in disconnected mode. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was failed to communicate. The field service engineer confirmed that the customer had resolved the network issues. The system functioned as intended after the customer resolved the issue.